Manufacturer narrative:
Product event summary: analysis was unable to confirm that the programmer unexpectedly started to produce a high frequency sound; however, a software reconfiguration was performed to eliminate possible software issues. It was further noted that the keyboard and stylus cable were damaged and that the overall shielding within the cable was visible however the stylus was working correctly. The keyboard and stylus were replaced and the touch screen calibrated, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that when entering patient data the programmer's cursor acts independently of the pen and it does not react to it. It was further reported that the programmer would unexpectedly produce a strange beeping sound of high frequency and that the programmer had to be shut off in order to stop the sound. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.